Manufacturer narrative:
During troubleshooting of a device the AED was reporting "connect pads" even though pads were connected. If the AED is not able to detect pads, the AED would not be able to provide therapy. Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported a customer's pads are not recognized by the AED. They reported this did not occur during patient use.